Manufacturer narrative:
Retaining rings.

Event description:
It was reported by service report that the head section would not lock in the up position. There was pt involvement, however, no adverse consequences are reported.